Event description:
Patient was orally intubated with a 6.0 laser flex cuffed tracheal tube while she underwent a same day facial laser procedure. The procedure was without complication until extubation. Attempts to extubate were initially unsuccessful and the patient needed to be anesthetized and paralytic agents were utilized during the extubation. Water based lubricants were used with manipulation to change the tube angle. After various attempts the metal tube was extracted. Fiber optic visualization and direct laryngoscopy was performed to visualize the vocal cords, aft area and glottis; no inflammation, bleeding or swelling was noted. Steroids were administered to prevent swelling. Patient denied speaking difficulties, but did complain of a sore throat post operatively. After extubation, the metal tracheal tube was observed as having a stiff angle form in the oro-pharynx/tracheal planes which could have contributed to the difficulty in extubation. The patient required an unplanned hospitalization for 24 hour observation. The manufacturer was notified of the event.